Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet3045 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that after the product was placed in this patient, liquid was found leaking from the extension tubing when the catheter was being flushed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the alleged problem could not be reproduced. One 5 fr dual lumen powerpicc solo catheter with a stiffening stylet and t-lock inserted into the red lumen and one 0.018 in. Nitinol guidewire in a plastic hoop were returned for evaluation. An initial visual observation showed use residue on the returned sample. Both lumens of the returned catheter were flushed and pressurized with a 12 ml syringe of water; however, no leaks were found in the returned catheter.

Event description:
It was reported that after the product was placed in this patient, liquid was found leaking from the extension tubing when the catheter was being flushed.